Event description:
It was reported that three days post treatment with three drug eluted balloons and implantation of the vascular stent in the sfa, the pt represented to the hosp with a swollen leg. The pt was admitted to the hosp and treated with steroids which he responded positively. The pt was discharged three weeks later after swelling was resolved. As reported, there were no procedural complications and the hospitalization was probably due to an allergic reaction to an unk cause.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided. Potential factors that could have contributed to the reported event have been evaluated. As the reported event was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. There was no reported device deficiency; the pt was discharged from hosp with resolved swelling after the administration of steroids. As reported, there were no procedural complications and the hospitalization was probably due to an allergic reaction to an unk cause. Based on the info available, no device relation regarding the reported leg swelling could be determined. A definite root cause for the reported event could not be determined.